Manufacturer narrative:
Evaluation of the returned device found that as reported, the tip of the returned probe is slightly bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the cervical probe was deformed. There was no patient present when this issue was identified.